Event description:
The removal surgery of the device was conducted due to the suspected occlusion. Since the fluid flow through the valve was confirmed by radiography, the surgeon suspected the occlusion of the catheter. The removed valve was found broken and discarded at the hospital.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.